Manufacturer narrative:
Correction to g4: the correct baxter aware date is july 14, 2020, previously submitted as july 08, 2020. H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. A zoomed in area on the photograph observed that a hair appeared to be inside of the packaging. The reported condition was verified. The cause of the condition was not determined, however, it was noted that the most likely cause was from the packaging process during manufacturing. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This event occurred on an unspecified date of year 2020. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a strand of hair was observed inside the sealed packaging of a vented high-volume inlet. This was identified prior to use. There was no patient involvement. No additional information is available.